Manufacturer narrative:
Based on the current information provided, the cause of the post-operative complication cannot be determined. The sureform 60 stapler instrument and reload(s) have not been returned to isi for evaluation. A follow-up MDR will be submitted if additional information is obtained. A review of the advanced instrument logs for the sureform 60 stapler instrument associated with this event has been performed by an isi failure analysis engineer (fae). Per the fae, the instrument was installed on the system (universal surgical manipulator 4) 3 times, and fired 3 blue reloads. On the first install, the system failed to detect the reload color, and the user manually selected the blue reload. All 3 installs had 1 completed clamp, followed by a completed firing, with no pauses for compression. There were no incomplete clamps, unclamping failures, or firing failures for this instrument. There were no stapler related errors in the logs. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted surgical procedure, the patient experienced a rupture of the anterior staple line of the anastomosis, causing a leak. The surgeon had used blue sureform 60 reloads during the case. The cause and severity of the leak, any subsequent medical interventions, and the patient's status are currently unknown. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date for product information is not applicable. Implant date is blank because the product is not implantable. PMA/510(k) and adverse event are not applicable.

Event description:
It was reported that on the second post-operative day (pod) following a da vinci-assisted right hemicolectomy with intracorporeal anastomosis (ica) procedure, the patient experienced a rupture of the anterior staple line of the anastomosis, causing a leak. During the surgical procedure, the surgeon had use blue sureform 60 reloads with a sureform 60 stapler instrument. The cause and severity of the leak, any subsequent medical interventions, and the patient's status are currently unknown. Intuitive surgical, inc (isi) has attempted to obtain additional information from the site concerning the reported event with no success, at the time of this report.